Manufacturer narrative:
The issue has been reported to competent authorities. However, upon further review, the reported issue has been deemed not reportable, as the event does not present potential risk of patient harm or injury as the unit was only being used as a study device when the failure was found.

Event description:
The customer reported the unit was identified to have a battery failure. The device was not in clinical use at the time the deficiency was discovered. There was no patient or user harm reported. The unit was used as a study device. The device was evaluated by the customer and a philips field service engineer (fse), who confirmed the reported issue via operational checking. There was no record that showed a device anomaly in the event log. The fse recommended replacing the lithium-ion battery. However, a replacement was not carried out at the customer's request.